Event description:
A malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted with resetting the pump, and arranged a pump replacement after the malfunction code recurred. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was maintained. The customer understood instructions to put the pump into storage mode and return it via a prepaid label within 10 days.